Event description:
Complaint received via medwatch. Complaint alleges that the product failed the ventilator-pretest after preparing ventilator for stand-by for the patient. Complaint states that an occlusion was discovered in the proximal end of the inspiratory limb that resembled melted plastic. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was not returned for investigation, therefore, the complaint could not be confirmed.